Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 of a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) /2016. There was no report of any injury or medical intervention. No additional event or patient information is available.